Event description:
Kvm routing issues happening on a random basis. The issue presents itself as not being able to access the completely available desktop, i.e. Mouse and/or touch would only respond in a certain area, say, lower left and user would not be able to move mouse beyond that to, for instance, close a browser in upper right desktop area.